Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause of no image was attributed to a faulty charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation of a separate issue. During device analysis, the service repair technician found that the device had no image. There was no patient involvement.